Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that her blood glucose reached 527 mg/dl and dropped own to 100 mg/dl. The customer stated that he treated his high blood glucose with manual injections. The customer performed troubleshooting and did not found any issues on the insulin pump. The customer declined to perform high pressure test at the time of call. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.